Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inability of the device to remain inflated following its initial use. The existing ipp was explanted and replaced. Upon inspection post-surgery two holes were identified in one of the cylinders which resulted in fluid loss. The physician believed the punctures were caused by the suture needle at implant. There were no additional patient complications. The product is not expected for return. A supplemental report will be filed should additional information be received or the product returned for analysis.